Event description:
Major pump unit(s) involved: device thrombosis;pump thrombus.specific component(s) involved: dic and heparin induced thrombocytopenia.causative or contributing factor: no specific contributing cause identified.intervention(s): none.implant device type: lvad.

Event description:
Major pump unit(s) involved: device thrombosis.